Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n181899006, implanted: (B)(6) 2009, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported an alarm was not heard but was confirmed by telemetry. Telemetry confirmed a critical alarm was occurring to due zero milliliters reached. The patient reportedly did not hear the alarm. It was noted the critical alarm interval was set to one hour. The patient reportedly had increased pain as of the day prior to this report and was in the hospital. The health care provider did not know when the low reservoir alarm date was. The health care provider performed an alarm test and it was confirmed the alarms were heard as a result. The patient had an appointment on (B)(6) 2013 ¿at the hospital" the health care provider had attempted obtain a printout however it was noted ¿it didn¿t want to print it. It was having a hard time printing out as well.¿ after attempting again, it was reported ¿I finally see it now, because it wasn¿t coming out.¿ the device system had been used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.